Event description:
It was reported that the customer experienced low and high blood glucose levels. The customer had a low blood glucose level of 46 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).